Event description:
It was reported that the patient reported on (B)(6) 2010, he had his primary surgery. Since then, he has experienced pain and a limp that became more pronounced in (B)(6) 2011. Since then, he has returned to the operating room a total of eight times due to pain and multiple infections on his left hip. Patient reported to have been revised on (B)(6) 2012 because his surgeon stated that the hip was "black". Patient is unsure of the dates of his surgeries.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information hs been requested and if received, will be provided in a supplemental report.